Event description:
Caller reported a cgm error 42 and indicated that the pump was turned off last night before addressing the issue in the morning. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.